Event description:
Physician additionally reported "breast exhibiting a baker ii capsular contracture" and "left implant was noted to have some silicone granulomas in the capsule with significant calcification."

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b5, d10, h3, h6. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, missing. A microscopic analysis was performed which identify smooth opening in the anterior side. Based on the device analysis the final assessment is: a smooth opening on anterior side. A piece of the shell is missing the assessment is inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.